Event description:
It was reported to boston scientific corporation in 2006, that a speedband superview super 7 multiple band ligator device was used during an esophagogastroduodenoscopy (egd) with esophageal banding procedure three days prior (patient age, gender and weight unknown). According to the complainant, during procedure preparation, the ligation unit detached from the trip wire outside of the patient. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of. : according to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The DHR review revealed no anomalies.